Manufacturer narrative:
Device evaluation of monitor sn 07175710 and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 02/27/2020. Electrode belt: 10/02/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient reportedly became bradycardic and unresponsive and was sent to the ICU. It was reported that the lifevest was alarming. It was reported that the hospital staff performed resuscitation efforts and removed the device battery.   Per clinical review of the available ECG data, an arrhythmia was detected two times from 12:45:38 to 12:46:05 with response button use on (B)(6) 2020. It is unclear who was pressing the response buttons. ECG shows that the patient was in an idioventricular rhythm at 50 bpm with CPR/motion artifact degrading to ventricular tachycardia (vt) from 140 bpm to 210 bpm with CPR/motion artifact from approximately 12:45:35 until the device shutdown at 12:46:13 on (B)(6) 2020. The device properly detected vt. However, response buttons use and CPR/motion artifact prevented the lifevest from treating the patient. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.